Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 08/27/2025. An investigation was conducted on 8/27/2025. A visual inspection was conducted. Only the delivery device was returned for evaluation. Signs of clinical use and evidence of blood was observed on the delivery device. The white plunger was fully depressed and the blue safety lock was off, which allows for the white plunger to be depressed. The seal and tension spring assembly was observed in a rolled state in the delivery device. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. No measurements of the device were taken due to the presence of blood in the delivery tube, per requirement. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem " was confirmed. The lot # 3000478410 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to (B)(4). The hospital reported that the hst iii system (3.8mm) would not deploy once inserted into the aorta. The product was loaded correctly by experienced staff but when the doctor pushed the button it did not deploy. This happened with two heartstrings in a row. A different heartstring with different lot number was eventually used and the case was completed without further incident. There was a procedural delay. There was no patient harm.